Event description:
Boston scientific received information that since implant the pacing impedance measurements on the right ventricular (rv) lead had been steadily increasing. The pacing impedance measurements had now increased to greater than 2,000 ohms. The shock impedance measurements, pacing and sensing remain consistent. The patient will continue to be monitored appropriately. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.